Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the hexalobe feature on the device is incompletely machined and shallow. See ncr-17471.

Event description:
It was reported that during an ankle fracture surgery the screwdriver didn`t fit into the head of the device. The head of the device is not deep enough. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.